Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user could not able to authenticate while logging. The technical support specialist investigated that the user account was already been locked and directed the user to connect with active directory team to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be infrastructure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system that the user could not able to authenticate while logging. The customer reported that the pyxis could not authenticate the user. The customer stated that this malfunction casued a delay to the patient care. There were no adverse events or injuries reported based on this incident.